Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to suspected air entrapment in the device header. Tachy therapy was disabled temporarily. The device was sensing vector was changed and the device was reprogrammed to monitor + therapy. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted.

Event description:
Additional information received indicates that qrs amplitudes remain low despite electrode repositioning. The physician will continue to monitor the patient.

Event description:
New information received indicates that due to recurrent inappropriate shocks due to low qrs amplitude and myopotential noise the physician plans to surgically intervene. Surgical intervention was performed and the associated electrode was repositioned while the device remains in service.

Event description:
New information received indicates that three weeks later the patient received another inappropriate shock. Boston scientific technical services (ts) reviewed the device data and noted that the oversensed noise appears myopotential in nature and that the qrs amplitude is low in all sensing vectors. Ts recommended further troubleshooting. The patient was seen in clinic and there was no further evidence of noise. No further intervention was performed and the patient will be monitored.